Event description:
An optometrist reported that a patient was found with corneal haze thirty-four days post treatment. The optometrist further noted that majority is light haze, more dense temporally in the left eye (os). The patient complained of blurry vision. The patients' symptoms still persist. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of light corneal haze, observed at two months post lasik treatment. Patient noted blurry vision. Upon additional follow up, the reporter indicated the patient issue is still ongoing, and has not resolved. Patient is continuing to be followed. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).